Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the clinical engineer that low voltage alarms from the system controller occurred with movement of the black power lead of the controller. The system controller was exchanged without incident. The pt remains ongoing.

Manufacturer narrative:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the clinical engineer that low voltage alarms from the system controller occurred with movement of the black power lead of the controller. The system controller was exchanged without incident. The pt remains ongoing. The system controller was returned to the MFR for eval and the reported power cable disconnect alarm was confirmed during analysis. During functional testing, movement of the black power lead at the connector end resulted in low voltage and power cable disconnect alarms while connected to a power module. Upon further eval, the black power lead was found to have a compromised brown conductor (battery fuel gauge line) at the connector end. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/10001-c) was sent to customers. The attached user facility report was received from the intermacs registry. No further info is available. The MFR is closing its file on this event.